Event description:
It was reported that loss of capture and low r wave were observed. The lead was capped and replaced. The were no adverse events for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.